Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A customer reported the adc freestyle libre sensor scanned "hi" ( greater than 27.8 mmol/l) for 2 hours and then quickly changed to a scan of "lo" (less than 2.3 mmol/l) on day 7 of wear. On (B)(6)2019, the customer felt tired and obtained the scan of "hi", and after 15 minutes, the customer scanned obtained a scan of "lo", and called emergency services. Upon arrival, blood glucose readings of 27.7 mmol/l, 29.9 mmol/l, and 30.3 mmol/l were obtained on the hcp meter and the customer was administered fasting acting insulin, novorapid, by the hcp as treatment for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was returned, and was not fully seated. The sensor was reprogrammed and the current was applied to perform linearity testing while in the test fixture. All results were within specification. Removed plug and inspected plug assembly, one uncurled side snap was observed, indicating improper assembly by the user. This case is not confirmed to use error.

Event description:
A customer reported the adc freestyle libre sensor scanned "hi" ( greater than 27.8 mmol/l) for 2 hours and then quickly changed to a scan of "lo" (less than 2.3 mmol/l) on day 7 of wear. On (B)(6)2019, the customer felt tired and obtained the scan of "hi", and after 15 minutes, the customer scanned obtained a scan of "lo", and called emergency services. Upon arrival, blood glucose readings of 27.7 mmol/l, 29.9 mmol/l, and 30.3 mmol/l were obtained on the hcp meter and the customer was administered fasting acting insulin, novorapid, by the hcp as treatment for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor scanned "hi" ( greater than 27.8 mmol/l) for 2 hours and then quickly changed to a scan of "lo" (less than 2.3 mmol/l) on day 7 of wear. On (B)(6) 2019, the customer felt tired and obtained the scan of "hi", and after 15 minutes, the customer scanned obtained a scan of "lo", and called emergency services. Upon arrival, blood glucose readings of 27.7 mmol/l, 29.9 mmol/l, and 30.3 mmol/l were obtained on the hcp meter and the customer was administered fasting acting insulin, novorapid, by the hcp as treatment for hyperglycemia. There was no report of death or permanent injury associated with this event.